Manufacturer narrative:
The reported event was addressed with phone support. The customer informed an isi field service engineer (fse) that the tip of the harmonic ace instrument broke. The customer would return the alleged instrument. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the system had an error message about an hour ago on the harmonic ace instrument. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs and noted engagement issues with the fenestrated tip-up fenestrated grasper instrument and harmonic ace instrument on the arm#3. The tse did not see any other related errors with the harmonic ace instrument. The customer was not sure if the error message was on the ethicon harmonic integrated electrosurgical unit (iesu) or on the instrument and the system. The piece of the harmonic ace instrument broke. The procedure was completed with no reported injury.